Manufacturer narrative:
Motor error alarm during rewind due to loose motor support disk causing the home switch to misalign with the motor slide pad and grinding noise to the motor noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was making a grinding noise during the rewind process. The customer's blood glucose was unknown. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.